Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, there was a thin film left after centrifugation. No patient impact. The following information was provided by the initial reporter: "there is a thin film on the upper layer after centrifugation."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell ring was observed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell ring based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields have been updated with corrected and/or additional information. E.1. Initial reporter address: (B)(6).

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, there was a thin film left after centrifugation. No patient impact. The following information was provided by the initial reporter: "there is a thin film on the upper layer after centrifugation."